Manufacturer narrative:
Ventec has determined that this medwatch report was submitted in error. The third party service agent did not report an unexpected breath rate (low), as initially stated. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec by a third party service agent that the device's breath rate was not as expected. There were no reports of patient involvement associated with the reported event